Event description:
It was reported that during a therapeutic stone retrieval procedure, this lithocatch basket could not be closed or withdrawn from the pt. A surgical procedure was performed to remove the basket. The pt has recovered well.